Manufacturer narrative:
This occurred on an unknown date in 2016. (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph could not verify the reported event of a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a mirafilter IV leaked. This occurred during setup. It was stated that the filter is getting loose from the junction underneath the part containing the microfilter which is causing the solution leaked. There was no patient involvement. No additional information is available.